Manufacturer narrative:
Contact attempts were made to the customer to obtain pump serial number and more details about the event, the customer has not responded.

Event description:
Info received from a nursecom call indicates that pump alarms error code 13.